Event description:
Sales rep called to report one incident of a posiflow valve. Further investigation with clinician revealed that home pt with midline catheter experienced one incident of blood backflowing into this catheter and causing it to clot off. The age of the posiflow device attached to the distal hub of the midline catheter was reported to have been 2 days old. The pt came back to facility earlier than the expected 7 day follow-up. The midline catheter was reported to have been clotted and as a result, the catheter needed to be discontinued and a new one restarted. It was confirmed that there was no adverse pt outcome as a result of this intervention.